Event description:
On 01/04/2000, the distributor informed the manufacturer that a customer in their territory experienced a problem with the device in question; however, she did not have all the details. On 01/05/2000, the MFR rec'd a faxed report from the facility's o.r. Materials manager that states the following: physician tried to use the device, but there was no lumen. Another kit was opened and used. No pt problems. No further details were provided at this time.